Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Event date is an approximation. On approximately on (B)(6) 2026, it was reported to insulet that the patient experienced a cgm inaccuracy event resulting in a dka hospitalization lasting two weeks, including one week in the ICU. It was reported the ¿inaccurate readings showing approximately 2050 mg/dl when her actual level was around 350 mg/dl¿. Attempts to reach the patient for event clarification and further details were unsuccessful. No other patient or event details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.